Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a problem with the involved angio-seal vip device. Additional information was received on june 5, 2018. It was reported that there was no blood return from the angio-seal sheath. There was no change to the patient's condition prior or after the diagnostic lower extremity angiogram procedure. A 5fr sheath was used. There were no difficulties with arterial access, sheath, wire or catheter insertion. A second angio-seal device was used to achieve hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One used 6fr angio-seal vip device was received for product analysis. The arteriotomy locator was not returned. The returned component was subjected to visual analysis. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was properly posted at the distal tip of the hemostatic sheath as expected when the deployment sleeve was in the rear lock position. The device was subjected to functional testing. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. Without the arteriotomy locator, no conclusion can be drawn regarding the cause of the "no blood return" as both the hemostatic sheath and arteriotomy locator are needed for testing for no/inadequate blood return. The returned device was consistent with partial deployment pullout as the anchor was properly posted at the distal tip of the hemostatic sheath. It is likely the anchor did not engage the artery vessel or it was subcutaneous deployment. The exact cause of the reported event cannot be definitively determined based on the available information.